Manufacturer narrative:
This report is being updated to provide corrected information and investigation findings. New information is reported in b1, b2, b5, d8, h6,and h10. Corrected information is reported in h1, h6 (health effects: impact and health effects clinical code). The device history record (DHR) for the reported device was reviewed, and it was confirmed the device met all design and safety specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reproted event: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The exact cause of the event couldn¿t be exclusively identified. However based on the past investigation results, the falling of the tissue pad likely occurred by the following mechanism: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled off. 2. The peeling of the tissue pad was partially falling because the tissue pad added some load.

Event description:
Update: additional information: the lost device fragment (teflon pad)was not retrieved from the surgical site.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during a gynecology procedure the teflon pad of the device was detached from the jaw. The procedure was completed with a new device. The procedure required 10 additional minutes for completion as a result of this event. There is no harm or adverse impact to the patient. It is usual for the intelligent tissue monitoring (itm) to be on; the setting was not changed during the procedure. The user is aware of the functionality of the itm, which is that it is a support function and may not at times detect that the tissue has been cut.